Manufacturer narrative:
The investigation reviewed the data provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is dla05, with an expiration date of 17-feb-2025. The cl electrode lot number is bhy03, with an expiration date of 14-sep-2025. The k electrode lot number is bff84, with an expiration date of 02-nov-2025. The field service engineer (fse) inspected the module and determined that a clot in the sample probe had caused the event. He replaced the sample probe and syringe seals, adjusted the gear pump, and cleaned the electrode compartment. He verified the module¿s performance with qcs and precision checks. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium electrode, potassium electrode, and chloride electrode results from three patient samples tested on the cobas pro ise analytical unit. Patient sample 1: the initial na result was 161.2 mmol/l. The repeat result was 138.4 mmol/l. The initial cl result was 120.5 mmol/l. The repeat result was 102.9 mmol/l. The initial k result was 5.54 mmol/l. The repeat result was 4.79 mmol/l. Patient sample 2: the initial na result was 157.4 mmol/l. The repeat result was 135.9 mmol/l. The initial cl result was 117.4 mmol/l. The repeat result was 101.0 mmol/l. The initial k result was 5.11 mmol/l. The repeat result was 4.29 mmol/l. Patient sample 3: the initial na result was 153.2 mmol/l. The repeat result was 139.8 mmol/l. The initial cl result was 120.5 mmol/l. The repeat result was 109.1 mmol/l. The initial results were not reported outside the laboratory, as the supervisor detected them and they also had delta flags. The repeat results were deemed correct.